Event description:
It has been reported that the unspecified bd¿ containment tube has been found containing insufficient additive during use. The following has been provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that the tubes are not clotting. They were doing a clotting testing and they were letting the tubes sit for up to 1.5 hours. Study not patient specific. Date of event: (B)(6) 2019. We spoke briefly this morning regarding the non-additive tubes. I spoke to the program director for this project and she said they are in fact discard tubes. We will not be looking into the issue anymore. Customer did not have reference number. She stated she thinks the tubes have no additive. Explained that if she has a discard tube the blood will not clot.

Manufacturer narrative:
Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After follow up attempts to obtain additional the customer stated that no further information or samples is available, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ containment tube has been found containing insufficient additive during use. The following has been provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that the tubes are not clotting. They were doing a clotting testing and they were letting the tubes sit for up to 1.5 hours. Study not patient specific. Date of event: (B)(6) 2019. We spoke briefly this morning regarding the non-additive tubes. I spoke to the program director for this project and she said they are in fact discard tubes. We will not be looking into the issue anymore. Customer did not have reference number. She stated she thinks the tubes have no additive. Explained that if she has a discard tube the blood will not clot.